Manufacturer narrative:
Patient year of birth reported to be (B)(6). Patient weight was not provided for reporting. This report is for one (1) unknown dhs®/dcs® plate. Part#, lot# and UDI # is not available. Device malfunctioned intraoperative. Device was not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. This report is for one (1) unknown dhs®/dcs® plate. PMA/510(k) number is not available. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records review is pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018 during surgery, assembling of the dynamic hip screw and plate was not possible. Neither than out of the situ. A new implant was used to finalize the surgery. There was no patient harm. The surgery was delayed for an unknown length of time. This report is for one (1) unknown dhs®/dcs® plate. This is report 2 of 2 for (B)(4).